Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-08. Investigation summary: the customer reported that the trifuse connectors were leaking, and returned 8 used samples. Every one of the 8 samples had the same issue with cracking and separating of the rotating male luer collar, and the complaint is verified. Only one sample had the collar still attached, and this sample displays the failure mode of cracking male luer. The cracking can be caused by overtightening of the collar to the connecting threads, they are not designed to withstand excessive force. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause is user error of overtightening the luers.

Event description:
It was reported that the unspecified bd connector experienced leakage. The following information was provided by the initial reporter: material #: unknown, batch/lot #: unknown. We are experiencing with leaking bifuse and trifuse connectors.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd connector experienced leakage. The following information was provided by the initial reporter: material #: unknown , batch/lot #: unknown. We are experiencing with leaking bifuse and trifuse connectors.